Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak, as the photos indicated that there was a leak in the drive tube. The photos showed that the drive tube's upper and lower bearing retainer clips were in the closed position, however the drive tube's upper bearing was not secured within its upper bearing retainer clip. Thus based on the information provided, the most likely cause for the leak was operator error due to the miss-load of the drive tube's upper bearing into its upper bearing retainer clip. The occurrence of the alarm #18: system pressure, alarm #17: return pressure, and alarm #46: accelerometer system alarms could not be confirmed based on the available information. However, the alarm #18: system pressure and alarm #46: accelerometer system alarms were mostly likely caused by the leak. The cause for the alarm #17: return pressure alarms could not be determined based on the information provided. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. No further action required. This investigation is now complete. Mc: (B)(4). S.k. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f112 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f112 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, alarm #17: return pressure, alarm #46: accelerometer system alarm, and drive tube leak/break. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photo is still in progress. A supplemental report will be filed when the analysis of the kit photo is complete. (B)(4).

Event description:
The customer called to report alarm #18: system pressure alarms, alarm #17: return pressure alarms, an alarm #46: accelerometer system alarm, and a drive tube leak/break that occurred during a treatment procedure. The customer stated that the alarm #18: system pressure alarm occurred twice, once at 700ml of whole blood processed (wbp) and then again at 850ml of wbp. The customer stated that they checked both the kit's lines and the centrifuge bowl for any clots, kinks or leaks and none were observed. The customer reported that they then restarted the treatment, however alarm #17: return pressure alarms occurred. The customer stated that they then flushed the patient's access and placed a syringe in the y-port of the return line. The customer reported that they restarted the treatment again, however, a third alarm #18: system pressure alarm occurred. The customer stated that they double checked the kit and still did not see any clots in any part of the kit. The customer reported that they were able to both draw and flush from the patient's accesses. The customer stated that they restarted the treatment again and saw an air bubble come out of the drive tube and be expelled into the return bag. The customer reported that they had just finished the purging air/establishing separation phase of the treatment when an alarm #46: accelerometer system alarm occurred. The customer stated that they could now see a leak from the centrifuge bowl. The customer reported that the treatment was aborted with no return of blood/products to the patient. The customer stated that the patient was in stable condition and did not require any medical intervention due to the incident. The customer reported that they would not be returning the kit. Photos were submitted for investigation. Based on a review of the customer provided photos, there was evidence that the leak originated from the drive tube and not from the centrifuge bowl as the customer had originally claimed. In an (B)(6) 2017 follow-up with the customer, the customer stated that the upper bearing of the drive tube was in place at the time of kit installation and that three nurses had each pre-checked the drive tube installation before starting the treatment.